Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. (B)(4). Additional devices included in this report: rlt231412/14072185 (B)(4). The gore® excluder® aaa endoprosthesis instructions for use state that potential device or procedure related adverse events include endoleak; aneurysm rupture and death.

Event description:
On wednesday, (B)(6) 2017 the patient was treated with several gore® excluder® aaa endoprostheses to repair an abdominal aortic aneurysm. It was reported that during the case once the trunk-ipsilateral leg component and contralateral leg components were in place, a proximal type I endoleak was identified. An aortic extender component was implanted proximal to the trunk-ipsilateral leg component in attempt to resolve the endoleak. The type I proximal endoleak persisted, and the medical team decided to implant a palmaz bare metal stent. It was reported that the palmaz stent ruptured the patient's aorta, there was a variety of devices (non gore devices and a gore device) used to attempt to repair the rupture, however the patient expired due to the lack of profusion to the legs for many hours, the medical team was not able to gain control of the patient's blood pressure.